Event description:
It was reported that the patient underwent a posterior lumbar fusion with cortical bone trajectory at l3-5 to treat l3 spondylolisthesis. It was reported that both screws at l3 cutout and spondylolisthesis correction loss was reported. No revision surgery is scheduled for now since the patient is asymptomatic. No additional patient complication is reported.

Manufacturer narrative:
(B)(6). (B)(4). The devices were not returned for evaluation, however, films were supplied for review which found: ap and lateral views of l3-l4-l5 fusion instrumentation and inside out pedicle (cortical) fixation. Stairstep spondylisthesis corrected initially at l3/4 and l4/5 recurred after cut out of l3 screws. A review of the device history records did not identify any applicable nonconformance to specification.